Event description:
A (B)(6) result was obtained for a pt sample. The customer ran the pt sample as part of a correlation study and the result was (B)(6). A corrected report was issued to the physician. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the (B)(6) result.

Manufacturer narrative:
The cause for the discordant (B)(6) result is unk. The instrument is performing within specifications. No further evaluation of the device is required.